Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the forearm shunt. A 5.00mm/2.0cm/50cm small peripheral cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 3atm in the lesion area. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the forearm shunt. A 5.00mm/2.0cm/50cm small peripheral cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 3atm in the lesion area. The procedure was completed with a different device. No patient complications were reported.